Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). Mayfield skull clamp was returned for evaluation: with respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational and lateral movement when the unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. The reported complaint was not confirmed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers 3004608878-2020-00604 and 3004608878-2020-00605.

Event description:
This is 1 of 3 reports. A nurse reported that the a1059 mayfield modified skull clamp has slipped when no one was touching the patient or device. There was no known injury or surgical delay.